Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male pt, the device's defib output was out of spec. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.